Event description:
The customer reported that falsely elevated enzymatic hemoglobin a1c (a1c_e) result on a patient sample, carbon dioxide, concentrated (co2_c) results on five patient samples and valproic acid (vpa) result on a patient sample were obtained on an atellica ci 1900 analyzer. The initial results were reported to the physician(s). The sample identified as (B)(6) was reprocessed on the original analyzer, while the other samples were reprocessed on an alternate atellica ci 1900 analyzer. The sample identified as (B)(6) was diluted and reprocessed on an alternate atellica ci 1900 analyzer. This sample was also sent to another site, tested on an atellica ci analyzer and produced a result of 25.9 ug/ml, which was considered correct. All the repeat results were reported as the correct results to the physician(s). The patients with sample identifiers (B)(6) were sent to the emergency room for further evaluation due to initial co2_c results. It is unknown what treatment was provided. There are no known reports of adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated enzymatic hemoglobin a1c (a1c_e) result on a patient sample, carbon dioxide, concentrated (co2_c) results on five patient samples and valproic acid (vpa) result on a patient sample were obtained on an atellica ci 1900 analyzer. Quality control (qc) and calibration were acceptable on the day of the event. Siemens remotely assisted the customer and performed auto checks for dilution arm, dilution ring cuvette wash, dilution ring mixer, reaction ring cuvette wash, reaction ring mixer, reaction ring photometer, ch reagent arm, and ch sample arm, performed transfer arm pressure checks, primed reagent arm 25 times, repeated auto check on reagent arm. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the maintenance and system message logs, reviewed patient and qc data, visually inspected all ch subsystems, noted some minor crusting around some of the ch reaction wells, performed subsystem auto-alignments and checks, performed full system check, all passed. Then, the cse noticed an intermittent drip from the reaction washer 2 probe while the ring was spinning, replaced the reaction washer 2 pump and valve, primed up the probe, swapped the water valve (v23) for the washer 2 probe and primed, noticed it only dripped when both the dilution washer and the reaction washer were running simultaneously. Siemens remotely reviewed fluidics diagrams, checked fluids bottles, multiple bottle caps were tight including the analyzer wash, relieved the pressure, powered down and reseated all connections on the decapper module (dcm) 2 board, upon restart the dripping was gone, performed dilution and reaction washer auto checks with no dripping, performed drain and fill of the reaction ring bath to remove contaminants from the probe washer issue, exited diagnostics and ran a 5 repetition precision on the main chem panel, precision was good on all assays tested. The customer ran all other qc. Siemens further evaluated the event and determined that the dripping from the reaction washer 2 probe potentially contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.